Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n159523014, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient came in on (B)(6) 2014 with overdose symptoms and was placed on narcan until the pump could be turned down. The actions required as a result of the event included hospitalization. The patient¿s symptoms or complications associated with this event were reported to be altered mental status, sweating/diaphoresis, and overdose symptoms, which were specified as nausea, vomiting, shortness of breath, diffuse abdominal pain, elevated c-reactive protein (crp), and hypoxia. The location of these symptoms was unknown. The logs were checked, x-rays were taken, and a computerized tomography (CT) scan was done, but the results were not provided. The patient¿s status at the time of report was alive with no injury. The device delivered morphine. It was later noted that the patient was taking methadone at the time of the event. The cause of the overdose, whether or not the event was attributed to the device, and the patient¿s outcome were reported to be unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.